Event description:
This ra lead was implanted on (B)(6) 1996 and remains implanted at this time. A call was placed to technical services on 9/1/2017 stating that the impedance had been around 140 ohms. Thresholds of 2.0v at 0.5 ms. The following physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).